Event description:
It was reported that the patient was experiencing point tenderness at the implantable pulse generator (ipg) site and also noted that they had no pain in the lower back prior to the spinal cord stimulator (scs) being placed. The patient underwent a revision procedure wherein the ipg was placed deeper and more inferior for patients comfort. The patient was doing well postoperatively and the device remains implanted and in use.